Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 13 years) leading to deterioration of the front panel.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause was isolated to a faulty front panel. The device was serviced and returned to the user facility.

Event description:
A user facility reported to olympus that the front panel was not working and any button pushed would only turn the light on or off; no other functions were reported to be working. There was no patient injury or harm, associated with the problem, reported to olympus.